Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk and a missing end cap sticker.

Event description:
It was reported that the insulin pump will continue to prime. The blood glucose reading is 420 mg/dl. Customer has treated with manual injections. The drive support cap is protruded. Advised the customer the insulin pump will be replaced. Nothing further reported.